Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not returned for evaluation and the lot number it not known for retained-product tenting and/or DHR review. Please note that this event and the event documented under report number 2320721-2005-00259 involve the same patient.

Event description:
A file separated in the canal during a procedure. The pt was referred to a specialist for addiitonal treatment, though outcome of the event is not known as of this report.